Event description:
Patient was having a tavr in the cath lab. Access sheaths were placed without difficulty. The valve/commander delivery system were inserted thru the rt sheath, but with difficulty. The delivery system, valve and sheath became lodged in the rt femoral artery and could not be advanced or removed. A cut down procedure was performed to attempt removal. Blood products were given. Eventually the sheath, delivery system and valve were removed but the patient expired. FDA safety report ID # (B)(4).